Manufacturer narrative:
H10: during follow up with the key market, it was reported that the engineering and technical staff in the medical equipment department of the hospital contacted the philips to overhaul the device, it was determined that the flow sensor was faulty. After replacing the flow sensor, the device was restored to normal operation. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips international team and is being investigated by the philips complaint handling team. Philips international team received a report from the (B)(6)- report # (B)(4) indicating they received correspondence from end user that while in therapeutic use, the v60 ventilator, when initially turned on had an alarm message: low leak ¿ co2 rebreathing risk. The patient was transferred to alternate ventilator without incident and there were no reports of patient/user harm/injury. This investigation is ongoing.